Manufacturer narrative:
Correction: b5.

Event description:
Previous report was incorrectly submitted for this device. There was no malfunction with the implantable cardiac monitor during this event.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, an error message was noted on confirmrx. It was also stated there were connection issues. The patient forced the connection by pressing the ¿try now¿ button. The device was successfully interrogated. No further intervention was planned. Patient was stable.